Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safe operation. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that a patient called the clinic to report that his controller was "beeping". The patient was unable to clarify what type of alarm it was and reported that there was no alarm message on the screen. The site reported that they noted some neurological changes and advised the patient to come into the emergency department. On arrival, the patient's equipment was inspected while the patient's controller was being powered by two batteries. During this time, the controller beeped with a visual message to "connect to power" displayed. The site noted that the power ports of the patient's controller were slightly loose. When the controller was connected to a monitor; no information was transferred to the monitor. The site re-attempted downloading the patient's controller with two other monitors with the same results. The patient's controller was exchanged for his backup. After being exchanged, the patient's initial controller is reported to have continued to alarm and was unable to be silenced. The site was still unable to download the controller's data since the data serial port was not functioning. The patient tolerated the controller exchange and no further alarms were noted with the new controller. The patient's mental status returned to baseline and he was discharged home on february 28th 2017. The site reported that the patient's mental changes were due to medications and were not related to the pump.

Manufacturer narrative:
Additional information received indicates that the patient's neurological changes were related to the administration of valium and was not related to the reported controller issues. The site reported that the capacity of the batteries at the time of the event was unknown. They noted that the controller screen had no alarm message and that it went black. When transferring the controller data to the monitor, the display of the monitor was black as well. They site also attempted to use a different data cable to download the data with the same result.  When the patient's controller was inspected, the site noted that one of the power ports was loose. The patient denied using excessive force when connecting his power sources to the controller or having dropped the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing "beeps" and that the controller was not communicating with the monitor. The controller was returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the associated devices, (B)(4) and (B)(4), met all requirements for release. Log file analysis revealed two critical battery alarms on 01/27/2017 and 02/27/2017. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery. Log file analysis also revealed several premature power switching events. The switching events may be due to communication errors and/or momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible "beep". The manufacturer has opened an internal investigation to evaluate communication errors. Failure analysis of the controller revealed that the unit failed visual inspection due to a loose power port 1 and power port 2 connector. In addition, the serial port data cap was missing. Despite the loose power port connectors, the connection between the controller and power sources were stable. Based on an investigation conducted by the manufacturer with the supplier, the most likely root cause of the loose power port connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the missing serial port data cap can be attributed to the handling of the unit. Functional testing of the controller revealed that the unit was unable to communicate with a monitor or register an alarm adapter when connected to the serial port. Supplemental testing revealed a damaged dual transmitter/receiver integrated circuit. This component allows for data to be transmitted or received between the controller and monitor. An electrostatic discharge (esd) event most likely damaged the component during the reported event, preventing the controller from communicating with a monitor. The serial port data cap protects the serial port from contamination and esd; the missing serial port data cap may have contributed to the esd event. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. Based on the available information, an electrostatic discharge (esd) event most likely damaged the component during the reported event, preventing the controller from communicating with a monitor. The missing serial port data cap may have contributed to the esd event. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. Based on an investigation conducted by the manufacturer, the most likely root cause of the loose power port connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.